Manufacturer narrative:
(B)(4). Implanted device remains,

Event description:
Per the clinic, the patient underwent a surgical procedure (B)(6) 2010 due to a soft tissue reaction at the implant site. On (B)(6) 2014, the patient developed an infection around the implant site and the patient was prescribed a course of oral antibiotics to be taken three times daily for seven days. The implanted device remains.